Event description:
It was reported that an 840 ventilator displayed loss of graphical user interface (gui) communication errors. The ventilator was not in use on a patient at the time of the reported event. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. To address the failure, the fse replaced the gui central processing unit (cpu) printed circuit board (pcb). The fse performed self-testing on the device and all tests passed.